Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the stent dislodgement; however the treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that had no tortuosity or calcification. When the 2.75 x 38 mm xience alpine stent delivery system (sds) was being advanced to the lesion, without resistance felt, after reaching the ostium of the rca, the stent implant dislodged from the balloon into the ostium. A snare device was used to retrieve the dislodged stent successfully. There was no resistance felt during removal of the protective sheath from the balloon and stent prior to advancement in the anatomy. A new xience alpine sds was used to complete the case without further issue. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.